Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced diabetic ketoacidosis from high blood glucose. The patient's blood glucose level was at 481 mg/dl but was at 900 mg/dl when they were admitted in the hospital. Date of emergency room visit was: 07/10/2014 late afternoon around 12. Name of the hospital: pih health. Name of the health care provider reporting the incident was (B)(6). The customer was assisted with trouble shooting and the insulin pump seemed to work fine however new tubing clamps were sent out to the customer. It is still unclear what may have caused the high blood glucose but the customer stated that they will call back to trouble shoot later. No further information was provided.